Event description:
Medtronic received info that this bioprosthetic valve, implanted 1 month, was explanted due to aortic insufficiency. It was reported that on echocardiogram (tte) review, it looked as if there was a central jet. On the intra operative tee in the operating room, it showed mild aortic insufficiency (ai) and edema in one area with a possible paravalvular leak. The surgeon stated that a stitch may have pulled through the annulus post operatively and caused the leak.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve continues to undergo extensive analysis. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for products released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a supplemental report will be filed.